Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the floor damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. It is known that the found condition of the floor may lead that the clips did not close as intended. However, it could not be determined what may have caused the damage of the floor. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips would not close correctly and they fell from the vessel, could be removed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.